Manufacturer narrative:
H10: a used sample was returned for investigation. There was no visual damage or anomalies observed with the returned device. The device was pressure leak tested and was found to be leaking. The leakage was isolated to the outlet port spiros, and subsequent disassembly revealed an o-ring with pitting. The complaint was confirmed. The probable cause is leakage due to an o-ring with pitting that was molded during manufacturing process. The lot reviews were performed with no issues noted.

Manufacturer narrative:
The device has been received and pending investigation.

Event description:
The customer reported that diana cassette experienced a leak of fluorouracil. There was no information about patient involvement, adverse event or medical intervention. The event occurred on an unknown date.